Manufacturer narrative:
The device was returned for evaluation where product investigation revealed that the unit's direction buttons were dead but works with the footswitch. Hand piece sensor fault error was displayed on dii screen. The cause of the error is a defective hall board pn: (B)(4). The motor is corroded and stuck in housing. This unit was delivered in (B)(6) 2011 as a service exchange and has succumbed to normal wear and tear. No further investigation is required. (B)(4).

Event description:
It was reported that while using a dyonics powermax elite hand control, heat build up was found inside when the unit was turned on.